Event description:
It was reported that chest x-ray showed right ventricular (rv) lead in apex of rv. Initial implant was on the intraventricular septum. Acute threshold increase seen on lead trend data occurring shortly after initial implant. Chest x-ray also demonstrated loss of slack in atrial lead. The rv lead was re-positioned on the intra-ventricular septum without difficulty. The doctor advanced slack into the atrial lead and it was stable. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).